Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp monopolar curved scissors instrument fell and the tip was bent/broken off. The procedure was completed with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was found to have a bent distal main tube. The bending damage is located around the middle approximately 87.60 mm from the distal tip of the main tube. Components adjacent to this bent main tube do not show damage. However, no broken components were observed at the distal tip. The tube adapter was not broken. An in-house mcs tip accessory was able to be installed on the tube adapter without any issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The tip accessory remained installed during in-house testing. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.